Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device:bowel"), fallopian tube perforation ("perforation (fallopian tube),") and pregnancy with contraceptive device ("post implant pregnancy/pregnancy (no complications)") in a 38-year-old female patient who had essure (batch no. 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (dates of live births: (B)(6) 1999, (B)(6) 2004), stillbirth nos (at 31 weeks) and multigravida. Previously administered products included for an unreported indication: mirena from june 2004 to june 2009. Concurrent conditions included paratubal cyst and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia"), cystitis ("infection: bladder"), weight increased ("weight gain/loss: gain"), abdominal pain ("abdomen pain") and urinary tract infection ("infection: urinary tract"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, dyspareunia, cystitis, weight increased, abdominal pain and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, device dislocation, dyspareunia, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in november 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2018: pfs received: event infection nos updated with events infection bladder and urinary tract infection. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device:bowel"), fallopian tube perforation ("perforation (fallopian tube),"), pregnancy with contraceptive device ("post implant pregnancy/pregnancy (no complications)") and high risk pregnancy ("complications you experienced (mark all that apply) and treatment (if any) you received for the complications -high risk pregnancy") in a 38-year-old female patient who had essure (batch no. 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (dates of live births: (B)(6) 1999, (B)(6) 2004), stillbirth nos (at 31 weeks) and multigravida. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2009. Concurrent conditions included paratubal cyst, obesity and high risk pregnancy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 5 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia") and weight increased ("weight gain/loss: gain"). On (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("infection: bladder"), abdominal pain ("abdomen pain"), urinary tract infection ("infection: urinary tract") and high risk pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, dyspareunia, cystitis, weight increased, abdominal pain, urinary tract infection, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dyspareunia, fallopian tube perforation, high risk pregnancy, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepant information regarding complication of pregnancy, in pfs it was pregnancy ( no complication) and as per current pfs complication provided as it was a high risk pregnancy, doctor monitored every week. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received: added new events: psychological or psychiatric problems condition: depression and mental anguish, complications you experienced (mark all that apply) and treatment (if any) you received for the complications -high risk pregnancy,medical history, onset date and outcome of event was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device:bowel"), fallopian tube perforation ("perforation (fallopian tube),") and pregnancy with contraceptive device ("post implant pregnancy/pregnancy (no complications)") in an adult female patient who had essure (batch no. 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (dates of live births: (B)(6) 1999, (B)(6) 2004, (B)(6) 2012), stillbirth nos (at 31 weeks) and vaginal delivery. Previously administered products included for an unreported indication: mirena from (B)(6) 2004 to (B)(6) 2009. Concurrent conditions included paratubal cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dyspareunia ("dyspareunia"), infection ("infection"), weight increased ("weight gain/loss: gain") and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, weight increased and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 5-apr-2018: pfs+mr received: new events: dyspareunia, infection, weight increased, abdominal pain, lopian tube perforation were added. Reporter, patient demographic information, other relevant history, product stop date, lot number added. Pregnancy information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.